Event description:
The pt called lfs alleging that their one touch basic original meter was prompting "applying sample". The pt neither alleged harm nor experienced injury. Pt decided to visit their physician's office for a blood glucose test. The customer service rep walked pt through troubleshooting and the meter would not prompt a reading. Even with a new vial of test strips, the meter would only prompt the "apply sample" message. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.